Event description:
During a laparoscopic hernia repair the surgeon fired the ems onto coopers ligament and no staple came out. The device was fired several more times and no staples came out. A second device was opened and the same event occurred. A third device was opened and performed perfectly. There was no consequence to the pt. Clinical follow up: 1/31/97 14 attempted to contact surgeon and there was not answer. 1/31/97 1640 message and 800 number left for the surgeon to call back.2/3/97 1825 nncl sent. 2/17/97 1121 surgeon called and confirmed the info as reported by the rep. He stated he was using the instruments appropriately and had not dry-fired.

Manufacturer narrative:
Cartridge nose bottom cracked.